Event description:
Patient (pt) went to the pain clinic the week prior to report. Health care provider (hcp) told pt. He was going to give pt. Shots. Hcp told pt. To contact field representative for reprogramming before that time. Pt. Felt like he had a finger in the electrical outlet more than relief. It had always felt that way. Pts back pain had been getting worse. Pt. Thought it could be scar tissue or something else pinching. Neurostimulator(ins) was working as well at time of report as it did in 2009. Pt. Had been seen for diabetes and physical therapy over the year leading up to report. Pt. Felt more like he was being buzzed or zapped than getting relief.

Manufacturer narrative:
A good faith effort for follow-up was conducted but no additional information was obtained. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).